Event description:
It was reported that the insulin pump had a flattened battery cap, as well as cracks in the device. The blood glucose reading was 189 mg/dl. The customer stated that there were cracks above the buttons on the right side of the device above the display screen and a small crack by the cap on the rear. She reported that the insulin pump had been dropped. She noted that when she put in a battery, the insulin pump did not work and was advised that the device be replaced. She added that she was on higher doses of medication, which caused her blood glucose levels to go high. Nothing further reported.

Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot, minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.